Manufacturer narrative:
H10: h3, h6: the device was intended for use in treatment and the user found that the camera is not working. The camera was returned for investigation. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. Visual inspection found that the illuminator leds on the right side of the camera were dimmer. Upon connecting the camera to the system, there was an error saying that the "camera infrared lamp is not working properly". The warning message reported is displayed when the system detects the error from the camera. The camera failed the accuracy assessment test and after checking ndi configure software, it was found that there was an illuminator hardware fault. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The camera was sent back to the OEM for service. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that during a cadaver lab demo, the camera was not working. The cable was intact but the orange led was on. Camera cannot connect anymore event after troubleshooting. Investigation found there was an internal hardware fault.